Event description:
Physician used one standard pta admiral xtreme balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 5 months post the index procedure, the patient had a revascularization of the target lesion using an in-pact admiral balloon. The investigator indicated that the event was not related to the device but definitely related to the procedure. Patient was taking aspirin and ticlopidine at the time of the event. The patient recovered with treatment. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (restenosis requiring surgical intervention).